Manufacturer narrative:
(B)(4): this customer reported an error 10 from this device, indicating a defib failure. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an error 10 from this device, indicating a defib failure. There was no report of patient involvement.